Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a molding defect on the cap shield of an unspecified number of devices. The molding issue led to device-instrument incompatibility. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a molding defect on the cap shield of an unspecified number of devices. The molding issue led to device-instrument incompatibility. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 10 photos for investigation. The photos were reviewed and the indicated failure mode of damaged shields was observed. A total of 100 retained samples were visually inspected, and no damaged caps were found among them. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode shield molding defect. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.